Manufacturer narrative:
Updated event description.

Event description:
The customer reported via phone call that the customer was hospitalized due to his pump was not working (B)(6) 2018 with blood glucose of 160 mg/dl. The customer¿s blood glucose level was above 306 mg/dl at the time of the incident and the current was 251 mg/dl. The customer¿s blood glucose level was 160 mg/dl at the time when customer was not admitted. The customer experiences the dizziness like symptoms related to the high blood glucose. The customer stated that the insulin pump revived the blank display. The troubleshooting was performed for the blank display and the display did not returned after the troubleshooting. The contact on the battery cap was neither damaged nor corroded. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Auto mode feature was not active at the time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to his pump was not working (B)(6) 2018 with blood glucose of 160 mg/dl. The customer¿s blood glucose level was above 306 mg/dl at the time of the incident and the current was 251 mg/dl. The customer¿s blood glucose level was 160 mg/dl at the time when customer was not admitted. The customer experiences the dizziness like symptoms related to the high blood glucose. The customer stated that the insulin pump revived the blank display. The troubleshooting was performed for the blank display and the display did not returned after the troubleshooting. The contact on the battery cap was neither damaged nor corroded. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer stated that the auto mode feature was active. The insulin pump will be returned for analysis.